Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had far r-wave over-sensing which led to inappropriate mode switch episodes. No programming changes were made. Patient was stable and will be monitored.